Manufacturer narrative:
The device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4) for evaluation. Olympus (B)(4) inspected the device and confirmed the following; when the bending section was angulated with the bending section rubber removed, there was no evidence of metal sticking out due to the screw being missing. The reported event may have been caused by the screw being scrapped or falling to the floor when the bending section rubber was removed due to loose screw of the passive bending section. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device for routine inspection at the service department of olympus (B)(4) and found that the screw of the passive bending section was missing. The device was disassembled, but the screw that come off the passive bending section was not found inside the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed from the device inspection result by olympus UK & ireland that the screw of the bending tube was replaced on april 25, 2019. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However there is possibility that the reported event was caused by the following; based on the past similar cases, the screw was not firmly tightened, or the screw was loosened due to the vibration applied. Based on the repair history of the device, a repair mistake such as forgetting to attach a screw during repair occurred. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.